Event description:
It was reported that the pt had a granuloma in (B)(6) 2009. The pump had filled with preservative free normal saline (pfns) at the time and the pt was taking medication outside of the pump. It also was reported that two pump motor stalls and recoveries were confirmed in the event logs on (B)(6) 2010. Volume discrepancies were noted several times during the past year when the pfns was being used, some with actual residual volume (arv) greater than expected residual volume (erv) and some with arv less than erv. Also following a refill session in (B)(6) 2010, the pt experienced a change in therapeutic effect and pruritus. There was no decrease in baseline pain level. The pump had been refilled with dilaudid after having the pfns since 2009. The arv had been checked since the pump refill in october and seemed to be accurate. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).